Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/27/98).

Event description:
The iab was inserted into the pt on 6/5/98 at 1:45 pm. On 6/6/98 at 12:40 pm, after iabp for 23 hrs, the iab leaked and the iab was removed. No second iab was inserted. On 7/6/98, the following was reported to datascope: the multiple "gas loss" and "check iab catheter" alarms sounded from the pump indicating a leak in the iab. The balloon continued to augment and but no blood was noted in the tubing. Frequent alarms continued for about 2 hrs before loss of augmentation and first signs of blood/condensation were noted. The balloon was then removed and the pt remained hemodynamically stable throughout. There was no pt injury or complication as a result of the event. The pt remained hemodynamically stable. The pt was recovering in open-heart ICU without complications. [Event complications]: none from the event-reported 6/8/98 and 7/6/98. [Pt's current status]: stable-rpt'd 7/6/98.